Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a blank display. The blood glucose reading was 494 mg/dl. The customer stated that the insulin pump shut off without any warning. He stated that he was concerned with the brown spot on the bottom of the dome label sticker because he thought that the battery may have burned it there. He declined troubleshooting for the matter and requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.